Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on one patient sample. All results are in ng/ml. From a sample drawn at 08:10, the patient had an initial tnt stat result of 0.058, accompanied by a data flag. This result was reported outside of the laboratory. From a sample drawn at 10:40, the patient had initial tnt stat result of 0.010, accompanied by a data flag. This result was reported outside of the laboratory, and was questioned by the physician as it did not match the result from the sample at 08:10. The sample from 08:10 was repeated on the same analyzer and generated a result of 0.010, accompanied by a data flag. The sample was also repeated on a cobas e411 serial number (B)(4) and generated a result of <0.010, accompanied by a data flag. The customer considered the repeat results to be the correct results. There was no adverse event. The lot of tnt stat reagent in use was 17016701, with an expiration date of 11/30/2013. The field service representative could not determine a cause. He did note that the rinse water line in the sipper 2 wash well was partially blocked with contaminate and that the water to the rinse nozzle was weak. He also noted the 5v, 15v and the 24v power supplies were reading out of specification. He adjusted the voltages, cleaned the sipper rinse lines and adjusted the rinse levels to all of the wash wells. He also checked the gripper. He did performance testing, which passed. The customer performed qc, which was all within specification. Further investigation confirmed the findings of the field service representative could be a typical cause of such an issue. The maintenance actions are reasonable.